Event description:
The customer called to report a blood leak after 216 ml whole blood processed. The customer stated the leak came from the system pressure dome. The customer stated that there was a hole in the bottom of the membrane. The customer denied there were any alarms during prime or previous to the leak. The treatment was aborted; and the pt was started on another instrument. The customer stated she removed the instrument from service, and requested service to be dispatched. Service order, (B)(4), was generated. The customer did not want to return the kit; however, the customer sent pictures for eval.

Manufacturer narrative:
A batch record review of lot c331 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak. CAPA (B)(4) and CAPA (B)(4) were initiated for complaint category, pressure dome membrane leak. Feedback from service order, (B)(4). The service tech cleaned the blood spill and performed the system checkout procedure. Service order (B)(4) is now closed and no further action is required. This assessment is based on info available at the time of investigation. The kit was not returned for eval; however pictures were returned for eval. Analysis of the returned pictures is in progress. A supplemental report will be filed when this analysis is complete. (B)(4).